Event description:
The customer reported the administration set was attached to a smartsite valve which was attached to the PICC line. When the set was disconnected from the smartsite valve on the PICC line, the opaque part of the smartsite valve snapped apart. The user was unable to remove the remaining portion of the smartsite valve (male luer) from the PICC line and the PICC line had to be replaced. No long term patient harm was reported and no further patient or event details were provided.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.